Event description:
Zoll customer support contacted a (B)(6) old, male, pt, to exchange her monitor. The pt's download revealed three 'abnormal shutdown' flags.

Manufacturer narrative:
Device eval summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (abnormal shut down flags) has been confirmed. As received, the monitor was constantly resetting. The cause of the resets cannot be positively identified, but is likely a defective dsp (component u500). The root cause cannot be positively determined due to inaccessibility of the solder connections of u500 on the computer/analog board. No adverse event resulted from the defective monitor. The pt received a replacement monitor.